Event description:
It was reported that the tubing broke near the silicone segment when infusing blood at an unspecified rate. The rn stated; that "the device alarmed for air in line the door was opened and the nurse went to remove the air and the line broke.¿ the blood sprayed a visitor in the eye and required an ed visit to flush the eye.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Visitor - gender female.

Event description:
It was reported that the tubing broke near the silicone segment when infusing blood at an unspecified rate. The rn stated; that "the device alarmed for air in line the door was opened and the nurse went to remove the air and the line broke.¿ the blood sprayed a visitor in the eye and required an ed visit to flush the eye.